Event description:
I received smile laser refraction surgery on (B)(6) 2022. The outcome complications are double vision in both eyes over correction by 1.75 in left eye and daytime glare and fuzzy vision in both eyes. No one has been able to give me a perception to bring my vision to what it once was with glasses or contacts, so I am to believe that I have irreversible damage. I am not having any dry eye or nighttime halo or starburst issues. I was unaware of common issues and if I would have know this outcome I would have not had the surgery. The surgeon when I tell him my issues has a very flippant attitude and considers it a success. I do not consider it a success. My vision not is not near what it was with glasses and greatly regret having it done.